Event description:
Initially it was reported that a pt had a catheter become loose, was cleansed and then reinserted. Additional info received from the ICU nurse on (B)(6) 2012, reported that the catheter did not come loose and was not re-inserted during this pts' course of treatment as was initially reported. The incident was described as follows: a male pt (B)(6) with a traumatic brain injury and orthopedic injuries related to a mva-motor vehicle accident had three entire bolts replaced in a week. The first bolt fell out and the other two bolts were replaced because they were no longer producing waveforms. The pt was then transported multiple times during his stay in the ICU but each time the unit was secured in place with a miami j. Collar. The pt did not incur an injury as a result of these events. The nurse did not have any info about whether it was necessary to create any additional burr holes with these incidents. Further education has been provided, which she describes as being useful.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.